Event description:
It was reported that, "during the bha, there was a gap (2mm) between the shell and the locking ring. Therefore, the surgeon implanted another centrax(44mm) instead of it."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.